Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: foreign country: (B)(6). The manufacture representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the health care professional loaded the patient data to the database, they deleted and tried to load the exams again. The system refused to load that exam. The exams already exists message had been displayed. No patient was present at the time of the event.